Event description:
While investigating a (B)(6) year old male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a pulse-lead hipot test. The pt did not require a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a pulse lead hipot test. The cause for the failure were damaged electrode belt cables. The cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting the dn to the front therapy electrode were pulled from the cable strain relief, damaging wires. The root cause for the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the defective components. The pt received a replacement monitor.